Event description:
Neuro sales rep reported the skull clamp was used on a pt during surgical procedure. The skull clamp and the pin broke at the base and the pt sustained a laceration. Add'l info has been requested. Add'l info was received in feb. 2005. One of the pins in the rocker arm was broken and the pt's head slipped from the clamp. There was no serious injury but the pt did sustain a laceration to the scalp.